Event description:
During a therapeutic transurethral resection of the prostate, bladder puncture, and transurethral holmium laser lithotripsy for bladder stones using working element, passive, for resection in saline and hf unit "esg-400" the electrocautery did not perform and reported to short circuited. Resulting in an increase of intraoperative bleeding and a decrease in treatment effectiveness for the patient. The hf unit "esg-400" had an error code of e006. Due to the reported malfunction they were not able to effectively alleviate urinary interruption, painful urination, and hematuria. The anesthesia time for the surgery was extended, and a similar device was used to continue the procedure. This complaint requires 2 reports. The related patient identifiers are as follows: (B)(6) - working element, passive, for resection in saline (B)(6) - hf unit "esg-400" this medwatch represents (B)(6) - hf unit "esg-400".

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error e006 can have different causes. In all cases, the error message is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used. However, since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: 1. Tissue build-up at the electrodes. 2. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. Faulty contacts at the working element can particularly occur if the instruments are put together incorrectly and the generator is activated. A contact that is damaged in this way does not necessarily cause a malfunction right away, but can further degrade over time, triggering the reported error message later on. Additionally, it was found that the measuring technique used by the esg-400 may also influence conductivity, since an excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out (b5).

Event description:
It was reported that the increase in intraoperative bleeding was minor and no medical interventions were required. The anesthesia time was extended by 5 minutes. The procedure was completed and the malfunction did not affect the outcome of the procedure.